Event description:
On (B)(6) 2014 the patient contacted animas alleging that on (B)(6) 2014 he experienced blood glucose (bg) of 513 mg/dl with blurred vision, irritability, and hunger. The patient reportedly self-treated with an insulin injection. The patient noted that the alleged bg excursion occurred while he was on a back-up plan for insulin delivery. The patient stated that he had come off the pump due to running out of supplies. The patient alleged that he had been trying to order supplies since (B)(6) 2014 but had been unable to speak with consumables. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on a back-up plan for insulin delivery associated with running out of supplies for insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.